Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired. Additional information was requested, but not provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2020, and the cause of expiration was not provided. Additionally, it was not reported if the outcome was device or therapy related. An autopsy was not performed. (B)(6), was not explanted and would not be returned. There is no product available for investigation. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.